Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide with a 6fr sheath, after a diagnostic procedure. Reportedly, following successful closure of the right common femoral artery, the patient developed thrombosis in the right common femoral artery. Patient has clot/thrombus from common femoral up through external iliac so they went to operating room to receive a thromboendarterectomy and the finding was a dissection of that vessel area that had clotted. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. A reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.